Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient was hearing tones from their implanted cardiac resynchronization therapy defibrillator (crt-d) device. Upon interrogation, the device was noted to have less than three months of longevity remaining. It was also noted that there were previous intermittent high out of range shock impedance measurements greater than 125 ohms, but the device tones were noted to be programmed off for out of range impedance alerts. A boston scientific engineering analysis of device data indicated that the device initial reached elective replacement indicator (eri) status due to a temporary voltage drop after an auto capacitor reform occurred with a charge time of less than 15 seconds (13.493 seconds). But then the device reverted to a battery status of less than one year remaining after the voltage subsequently recovered. This is a normal device operation and is what triggered the device tones. The analysis also indicated that the device may reach eri status again after the next auto capacitor reform, which is expected to occur in the near future. It is unknown if the device voltage will recover to a battery status of less than one year remaining again but when the device does reach eri again, the analysis indicated it should have a normal eri to end of life (eol) replacement interval of 90 days. Boston scientific technical services (ts) contacted the healthcare provider (hcp) and discussed the analysis results. The device remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this patient was hearing tones from their implanted cardiac resynchronization therapy defibrillator (crt-d) device. Upon interrogation, the device was noted to have less than three months of longevity remaining. It was also noted that there were previous intermittent high out of range shock impedance measurements greater than 125 ohms, but the device tones were noted to be programmed off for out of range impedance alerts. A boston scientific engineering analysis of device data indicated that the device initial reached elective replacement indicator (eri) status due to a temporary voltage drop after an auto capacitor reform occurred with a charge time of less than 15 seconds (13.493 seconds). But then the device reverted to a battery status of less than one year remaining after the voltage subsequently recovered. This is a normal device operation and is what triggered the device tones. The analysis also indicated that the device may reach eri status again after the next auto capacitor reform, which is expected to occur in the near future. It is unknown if the device voltage will recover to a battery status of less than one year remaining again but when the device does reach eri again, the analysis indicated it should have a normal eri to end of life (eol) replacement interval of 90 days. Boston scientific technical services (ts) contacted the healthcare provider (hcp) and discussed the analysis results. The device remains in-service at this time. No adverse patient effects were reported.